Event description:
Customer reported that when he tried to turn on the adc blood glucose meter, the screen of the device froze and presented pc letter. Customer further reported he experienced seizure and lost consciousness and reportedly received unspecified treatment by a health care professional. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and the provided serial number was deemed invalid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and precision neo meter, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that when he tried to turn on the adc blood glucose meter, the screen of the device froze and presented pc letter. Customer further reported he experienced seizure and lost consciousness and reportedly received unspecified treatment by a health care professional. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.